Event description:
This report was received via a pharmacia & upjohn sales rep regarding a iol with a bent haptic. During the cataract surgery, the ophthalmologist attempted to fold and insert a model 920 lens. During the folding process, the haptic was kinked. The kinked haptic was noted after the iol was implanted. The incision was enlarged in order to explant the lens. Another lens was implanted in its place without further injury to the pt. The ophthalmologist indicated the kinked haptic was caused by the folding instrument he used.